Event description:
The company received information that suggested that the tracheostomy tube was about 4mm longer than the previous tracheostomy used (same model and size) and that the extended length caused the pt to cough. The tracheostomy tube was removed from the pt and replaced with another tracheostomy tube that was reported to be the appropriate length. No harm or serious injury to the pt was reported. The customer does not have the sample to return for evaluation.